Event description:
It was reported by service report that the bed would drift down without weight on it at any height. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: drive tube.